Manufacturer narrative:
The affected device was not returned for evaluation; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. A retention sample from this same product code and lot number combination was obtained. The retention unit was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. Likely root causes include, particle matters temporarily attached on the active electrode and interrupted the electrical circuit, causing the experienced event; when a small vessel and capillary were cauterized, they were not in contact with the ground electrode; a compatible generator, per the IFU, was not used; the generator settings used were not in accordance with those listed in the IFU. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
This complaint is being reported due to a medsun report being received from the FDA stating that, during vein harvesting, the bipolar of the vsp device was not working. All subsequent information was received from the user facility on (B)(6) 2019 no known impact or consequence to patient. Product was changed out. Procedure completed successfully.